Event description:
It was reported that while using bd vacutainer® safety-lok blood collection set, there was a mix of product in the pack. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary material #: 364341. Lot/batch #: 23a2411. Bd received a shelf pack containing 43 samples for investigation. The shelf pack was labeled as material 364341, lot 23a2411 and the contents were material 364342, lot 22l0712. The packing dates and release inspection dates of each lot were checked. Lot 23a2411 was shipped on (B)(6) 2023 and lot 22l0712 was shipped on (B)(6) 2022. Due to the two-and-a-half-month gap between the shipping dates it is impossible that these two lots were mixed during manufacturing. Additionally, retention shelf packs from bd inventory were evaluated by visual examination and no issues were observed relating to mixed product as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode mixed product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot#: lot number 23a2411 was provided by the customer, however, it does not coincide with the material number provided, thus has been listed as unknown. D4. Medical device expiration date: unknown. E1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® safety-lok blood collection set, there was a mix of product in the pack. No patient impact reported.